Manufacturer narrative:
H10: mehran haghighi, farshid haghverdi (2013). Left atrium penetration and tamponade: a rare complication of right subclavian permanent dialysis catheter. Journal of vascular access, 15(2):139-40. Doi: 10.5301/jva.5000189. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of vascular access" titled, "left atrium penetration and tamponade: a rare complication of right subclavian permanent dialysis catheter", the catheter mispositioned on the plain chest radiogram which was performed after surgery. The subject had sudden collapse, bradycardia and diaphoresis of the patient. Moderate pericardial effusion was shown on transthoracic echocardiography with probable clot formation. The dialysis catheter was puncturing the interatrial septum, passing the left atrium and running to the mediastinum after injuring the left pulmonary vein. The pericardial sac was filled with fluid and impending tamponade. Fluid was drained through a subxiphoid incision in open-heart surgery room. Examination of the inside of the pericardium showed clot and hematoma over the right pulmonary artery. The subject¿s condition was satisfactory with efficient respiration and circulation.

Manufacturer narrative:
H10: mehran haghighi, farshid haghverdi (2013). Left atrium penetration and tamponade: a rare complication of right subclavian permanent dialysis catheter. Journal of vascular access, 15(2):139-40. Doi: 10.5301/jva.5000189. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter migration issues as no objective evidence was provided for review. Furthermore, clinical event reported in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of vascular access" titled, "left atrium penetration and tamponade: a rare complication of right subclavian permanent dialysis catheter", the catheter mispositioned on the plain chest radiogram which was performed after surgery. The subject had sudden collapse, bradycardia and diaphoresis of the patient. Moderate pericardial effusion was shown on transthoracic echocardiography with probable clot formation. The dialysis catheter was puncturing the interatrial septum, passing the left atrium and running to the mediastinum after injuring the left pulmonary vein. The pericardial sac was filled with fluid and impending tamponade. Fluid was drained through a subxiphoid incision in open-heart surgery room. Examination of the inside of the pericardium showed clot and hematoma over the right pulmonary artery. The subject¿s condition was satisfactory with efficient respiration and circulation.